Manufacturer narrative:
Available information indicates all products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study database review that in 2015 a yellow alert was issued in the patient's remote monitoring system for high, out-of-range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. The patient was seen in the clinic to evaluate the ra lead, and the ra pacing output was increased and the sensitivity was adjusted to resolve the issues. A boston scientific technical services (ts) consultant reviewed current device data from the monitoring system. In the year since the reprogramming, no new atrial tachycardia response (atr) episodes had been stored, and the ra pacing impedance measurements had decreased from greater than 2,000 ohms to 1,805 ohms. A review of the previous atr episodes showed noise consistent with 20hz signals from the minute ventilation (mv) sensor. Also, some oversensing was observed on the left ventricular (lv) lead. Ts recommended programming the mv off and evaluating other pacing configurations for the lv lead, to mitigate the oversensing. The integrity of the ra lead was in question due to the fluctuations in the pacing threshold and impedance values. No adverse patient effects were reported.